Event description:
The customer reported to olympus, the channel on the evis exera ii colonovideoscope was clogged or kinked and could not be washed. The issue was detected at reprocessing. No patient injury reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of nozzle was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. Residual liquid or foreign material came out of the nozzle. The flexibility adjustment ring, scope cover, switch box, control unit, right/left knob, light guide cover glass, scope connector cover unit and connecting tube had a scratch. The forceps channel port was deformed. There was a gap between color ring and protector of the control section. The air/water and suction cylinders had discoloration. Switch one (1) was damaged. The grip and objective lens were shaved. Due to a cut on the heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained. The electrical connector had corrosion. Due to a scratch on the objective lens, the image had a partially dark area. Due to clogging of air/water tube, water removal ability and water supply volume did not meet the standard value. Due to deterioration of the braid of the bending tube, tightness of the braid had become uneven. The plastic distal end cover had a dent. The light guide lens had a crack, and the universal cord had peeling coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to incorrect or insufficient reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. IFU states as follows about reprocessing of the a/w nozzle. Reprocessing manual_ cleaning, disinfection and sterilization procedures_ precleaning warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Cleaning, disinfection and sterilization procedures_ manual cleaning. Flushing detergent solution into the air/water channels. Removing detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure". Olympus will continue to monitor field performance for this device.